Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Following a procedure, the tip of the driveshaft of the diamondback coronary orbital atherectomy device (oad) remained on the viperwire when the oad was removed from the patient. Another wire was used to help remove the tip and viperwire together. It was reported the patient had an excellent result from the procedure and was doing fine.

Manufacturer narrative:
The reported oad was received for analysis along with the guide wire utilized during the procedure. Upon examination, the driveshaft was found to be fractured at the distal edge of the crown weld location. Adhered biological material and blue fiber was observed on the driveshaft and crown. Scanning electron microscopy identified evidence of fatigue striations on the fractured faces of the driveshaft filars. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the fatigue and driveshaft fracture could not be conclusively determined. The device history record for this oad lot number has been reviewed and it was found that four shafts used to build this lot were discarded prior to distribution due to a crown weld issue. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).